Event description:
On (B)(6) 2021, the complainant contacted leica biosystems with the following information, "customer reported they had poorly processed tissue and believed the cause to be an incorrect bottle change." The assigned leica biosystems applications specialist documented that the customer also reported the tissue as unknown/not diagnosable. On (B)(6) 2021, the assigned leica biosystems applications specialist reported the following statement from a pathologist, "in one case, the diagnosis was compromised, even after trying to mitigate with an ihc stain. This case was delayed by one day. The specific issue in this case is that I was not able to tell if the carcinoma present in the sample was in situ or invasive. I spoke with the provider and no re-biopsy is planned at this time." The leica biosystems applications specialist also provided the following further information in relation to the patient impact/outcome, "all other cases were diagnosable with delay or difficulty."